Event description:
Customer reports meter results of 115 mg/dl, 94 mg/dl, 285 mg/dl, 105 mg/dl, and 56 mg/dl within 10 mins on the compact system. Customer reported symptoms of hyperglycemia for which she self treated. No adverse event reported. A request was made for the return of the system, replacement was sent.